Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us.

Event description:
It was reported that bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes contained foreign matter. No report of injury or medical intervention. No report of blood exposure to mucous membrane.